Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a blood administration set broke while in use. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of the tubing breaking near the upper fitment was confirmed. Upon visual inspection, it was noted that the silicone segment had burst near the upper fitment. There were no signs of damage to the upper fitment or the retainer ring. No functional or dimensional testing was performed as the pumping segment was received already damaged. The root cause of the silicone segment damage near the upper fitment was not determined.

Event description:
The customer reported a blood administration set broke at the upper fitment and leaked blood onto the pump and the floor during a transfusion. The clinician in attendance clamped off the tubing and was able to save most of the unit of blood. There was no patient or provider harm.